Event description:
It was reported that the pressure monitor¿s connector was leaking, and the pressure tubing became disconnected from the top of the myotherm on two occasions. There was reported patient involvement and there were no reported patient harm and no adverse patient effect associated with this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.